Event description:
The patient had a granuloma that was noticed in (B)(6) 2015. The granuloma was growing and was painful. It was pressing on her spine. The patient was losing more mobility; she was falling constantly and losing the ability to walk. She was feeling extreme pain. The patient did not have a pump managing physician and was looking for a new one. The device system was delivering clonidine and morphine; the concentration and dose were unknown by the patient. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).